Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the door failure. A field service engineer tightened connectors and tested door latch operation. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door fails repeatedly. The customer stated that there was a delay in pulling meds for cath lab. There were no adverse events or injuries reported based on this incident.